Manufacturer narrative:
This is one of two device reports related to this event. Associated manufacturer report numbers are 1225714-2014-00145 and 1225714-2014-00146. Additional information has been requested and will be submitted upon receipt accordingly.

Manufacturer narrative:
Additional information received alleged the patient experienced a sudden cardiac event. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Additional inquiries will be sent to the reporter to clarify the occurrence date. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-00145 and 1225714-2014-00146.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on an unknown date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00145 and 1225714-2014-00146.